Manufacturer narrative:
Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including implant position, nonaan syndrome and patient's age. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned through investigation that a patient with a 21mm 3300tfx valve in the pulmonic position underwent a valve-in-valve procedure after an implant duration of one (1) year and six (6) months due to restricted leaflet motion, moderate stenosis, and moderate regurgitation. The patient presented to the hospital with fatigue, and vomiting. A tpvr procedure was performed with a 23mm 9755rsl transcatheter valve. Per medical records, patient presented with pleural effusion, a cardiac cath was done which revealed moderate severe pi and moderate ps. The patient then underwent a tpvr with a 23mm 9755rsl valve, which disabled the previously placed 21mm 3300tfx valve. A postoperative echo showed revealed normal lv size s/p tpvr with valve in good position with no evidence of pvl. Postoperatively, the patient was transferred to the cvicu for observation and was discharged on pod #3.

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 1 year, 6 months due to stenosis and regurgitation. The tpvr was performed with a 23mm 9755rsl transcatheter valve.